Manufacturer narrative:
The device has not returned and could not be investigated. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. If additional information becomes available a followup report will be filed.

Event description:
Prior to a renal cryoablation procedure, 3 icerod cx 90 degrees needles and system tested fine with no issues to report. Four minutes into the 1st freeze cycle the doctor noticed the shaft of one of the needle started to collect frost. The patient's skin was covered with warm saline to prevent any injury. A new needle was tested as expected and used to continue with the procedure. The procedure was completed as expected with no injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted and a leak was identified at the end of the sleeve. The leaked zone was further investigated under microscope and a hole was observed. The root cause of the hole development is not known. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. The treatment was completed using a new needle. There were no injury to the patient as the physician used a warm compress to protect the patient's skin.